Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient began treatment with injection meropenem (1 gram, frequency, route and duration not reported) and injection vancomycin (1 gram, frequency, route and duration not reported) for the event of peritonitis. At the time of this report the patient outcome was unknown. Action with pd therapy was not reported. No additional information is available.